Event description:
Patient reported that one of their insulin cartridges leaked insulin into the device's insluin cartridge compartment and there was condensation. Device later generated a mechanical error. Patient's blood glucose was not affected.